Event description:
It was reported that the patient underwent a sling procedure during 2002. The patient presented with a small portion of tape visible in the vagina. The patient is of reproductive age with normal hormone levels. The physician is not aware that they had intercourse or used tampons before the prescibed time. The patient was taken back to the operating room. The physician excised the visible portion of the vaginally extruded mesh and repaired the vaginal mucosa. He commented that there was no infection noted.